Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: hi mg/dl,which on the system indicates a result in excess of 600 mg/dl, 356 mg/dl, and 244 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.